Event description:
It was reported that the user experienced difficulty filling the infusion tubing after a supply change with the ilet, which resulted in insulin not being delivered and elevated glucose; the user disconnected from the ilet and used backup therapy, and a bubble was later removed from the cartridge during assisted troubleshooting. Symptoms included hyperglycemia and irritability. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a leakage or sealing issue in the reservoir pathway associated with an improper or incorrect procedure or method during the supply change, with the reservoir identified as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.